Manufacturer narrative:
He 2.5x12 mm mini vision indicated in the event description and in concomitant medical products is being reported under MFR # 2024168-2008-00222. The 2.25x12 mm mini vision indicated in the event description and in concomitant medical products is being reported under MFR # 2024168-2008-00223.

Event description:
Reporting rationale: serious injury-surgical intervention. Reporting status: separated guide wire tip removed by surgery. Device issue: guide wire tip separation. It was reported that the procedure was to treat the rca. After placing a 2.5x12 mm mini vision stent in the ostium of the rca, an attempt was made to go distal with another 2.5x12 mm mini vision, but it stuck on the calcification and the previously implanted stent. The stent dislodged, but was successfully snared from the pt. A new 2.5x12 mm mini vision was used and successfully deployed. Then, a 2.25x12 mm mini vision was used to attempt to cross through both of the implanted stents, but it would not cross and the stent dislodged. An attempt was made to snare this stent, but it was unsuccessful. The prt was transferred to scripps hospital for another physician (dr turstein) to complete the ptci. During this procedure, a guide wire broke off and the pt was sent to surgery. An attempt was made to snare the dislodged stent by twisting two bmw universal guide wires through the stent struts; however, this resulted in the tip of one of the guide wires breaking off inside the pt. The pt went to surgery where both the stent and the separated piece of guide wire were successfully removed. No additional event or pt info is available.